Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the device was functioning. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Although the device was confirmed to be functioning per specification during testing it was indicated that device was not working/alarming, parts have been replaced per current process. The device was operational after repairs were completed.

Event description:
It was reported that the device was not working/alarming. The device was not in use on a patient at the time of the event. There was no adverse event reported.